Manufacturer narrative:
The device was returned disassembled with the basket wires kinked and broken down the middle. However, contrary to what was initially reported, the device was not missing any pieces. A microscopic examination of the broken wires indicated burn marks possibly caused by an electrified instrument. It is likely that the device broke as a result of being exposed to laser fire during use. The dfu contains a warning that states "this device must not come in contact with any electrified instrument. This device should not be directly fired upon by any lithotrite. To do so may damage the device and could result in patient injury." The most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B) (6) 2010 that a gemini stone retrieval paired wire helical basket was used in a cystoscopy ureteroscopy with stone extraction procedure performed on (B) (6) 2010 (patient weight is unknown). According to the complainant, the physician was making a second attempt to retrieve a "large" stone when a wire broke on the basket "and the whole thing came off." It is unknown how the wire was retrieved from the patient. A second gemini stone retrieval paired wire helical basket was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be "fine."

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation on april 19, 2010 that a gemini stone retrieval paired wire helical basket was used in a cystoscopy ureteroscopy with stone extraction procedure performed on (B)(6), 2010 (patient weight is unknown). According to the complainant, the physician was making a second attempt to retrieve a "large" stone when a wire broke on the basket "and the whole thing came off." It is unknown how the wire was retrieved from the patient. A second gemini stone retrieval paired wire helical basket was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be "fine."